Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. During function analysis of the device, water leaked from the wire port in the manifold when pressure was applied. Magnified inspection revealed a small slit in the inner shaft aligned with the inflation port. No tools are inserted in the manifold inflation port during catheter assembly. It is probable that damage to the inner shaft may be due to a perforation with a needle or guidewire during the preparation stage. Therefore, a root cause of handling damage has been assigned to this event.

Event description:
It was reported that during preparation of the balloon catheter, a leak was observed. There was no patient involvement.